Event description:
Additional information was received from a patient (pt). It was reported that they had 3.5 years of chronic problems with medtronic. Pt was told mdt would provide 24/7 support around the world. Pt was told the implant charge would last 10 years but pt charges every day. The external equipment failed 9 times in 2 years. Pt would use all their medicine for a month trying to survive holidays. Medtronic reps always reschedule appointments because they have other surgeries to go to and other patients' surgeries were more important. Pt said there is no excuse to bump pt's appointments when pt is in agony, life and death situation. The hospitals or healthcare provider (hcp) won't treat pt. The reps also set pt's numbers off the chart, pt was falling on the ground, their hips did not work and pt had problems with lungs and stomach and back. Pt thought the spinal cord was pinched until they finally figured out the reps changed the pulse from 170 to off the chart. Pt had the rep at first and the rep was amazing. Now pt has 3 reps who could not get it together. Pt said right now their equipment is not working right and a part was supposed to be ordered on friday and they never received it. Pt said hcp gave pt a loaner/donated equipment from other pts. Pt said they would be suicidal and not even alive right now. Pt cannot live without implant working and without medicine. Pt put their life in medtronic care and mdt is not taking it seriously. Pt is at the highest charging level and at their limits for sciatic problems. Pt wants to stop suffering and blowing through their medicine and wants to stop getting screwed and to speak up for other patients. Pt said medtronic never sent a survey or asked for a feedback. Pt has an appointment with the rep on friday morning. Reviewed medtronic role, reviewed to contact the rep through hcp, suggested to ask hcp where pt can call on the holidays and weekends. Offered to contact the field. Pt called back confirmed they re ceived recharger replacement from this case but, they did not have it at time of the call. However, pt stated they have another recharger that was given to them by a rep but it is 'broken' and not working at all and wants it replaced so that they have a 'back up'. Pt stated the paddle from the rep does not recognize the implant but the other paddle found the implant right away. Pt was escalated - agent redirected to hcp to further address receiving a second set of external equipment. Pt repeated issues documented in this case and previous cases about having in the teens or twenties for equipment failures and going 6 days before without working equipment. Pt stated the reps have cancelled on her 3 times and pt stated they were told they would be given 24/7 support but, the support from medtronic sucks. Pt repeated a time when the rep increased the pulse rate 9x what it was supposed to be. Pt stated they are 100% dependent on medtronic equipment but things keep failing and they have to take extra medication or end up drinking. Pt stated they had a script 2 years ago from the hcp for a second set of medtronic equipment. Pt stated they want to go to a different company and has considered contacting a lawyer. Pt added that they learned they would have to recharge the implant everyday after they woke up from the surgery. Pt mentioned they have an appointment with pain management doctor on january 8th. Agent will follow up with pt tomorrow to verify external equipment is functioning as intended. Pt stated they are heavy on meds and take the maximum amount. Pt stated that every time they go in for a meeting with the rep, they have to start from scratch and nobody knows the intensity levels she should be at. Pt stated that mdt rep had the settings right. Pt then started describing previously reported event where they wanted to reach the sciatic nerve and they started falling down and the hips got worse so they went in for hip x-rays. Pt said their side started hurting, then their stomach, then the ribs and they were throwing up; pt stated this happened april - july. Pt then stated they got electrocuted and then it took forever to get another appointment with the mdt rep. Pt stated that carolina put the pulse rate to 975 and then the next rep set to 450 and pt got instant relief. Pt stated it took 3 months to heal their ribs. Pt stated they recently met with rep joey who started them on a 3rd setting which is good. Pt was very upset with medtronic and stated they will be switching to a different company when they need their implant battery replaced. Agent reviewed role of rep and role of hcp. Agent reviewed with pt to keep external devices from patient services separate. Ins was recharging while on the call. Agent will follow up with pt on january 9th.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The reason for call was patient said the first 2 years were amazing and they were one of the people that talked to patients about getting the device. Patient said the last 2 years have been terrible and this year has been particularly egregious. Patient wanted to know what it takes to have working equipment and to see a representative because it takes 2 months and they counsel on you every time. Patient stated they putthem through 9 months of making them sick as hell and even now it's impossible. Pt clarified that they met with the rep in person who put settings that made them feel sick. Patient also said it took 4-5 months to diagnose that it was the settings rate that caused them to start falling down and caused all of their digestive problems and they had to go through another 4 months of healing with no settings at all. Patient mentioned they maxed out th eir stimulator and they are having non-stop problems and they need someone to call them back from medtronic to help them do this because it took 3-4 weeks of texting the medtronic rep almost daily. Pt added joey met with them once and then started telling them to go back to working with the other rep. Patient asked how they can get an appointment with a representative that is experienced because they are at the max settings. Pt mentioned they only have one group that works and they want to copy it to all other settings. The patient was redirected to their healthcare provider to further address the issue. Agent made outbound call to the pt - pt stated they saw their doctor (hcp) yesterday. Pt stated the hcp told the pt that if they are not getting 'service from the equipment department' that the pt should 'switch companies'. The pt is very upset that her area only has 2 medtronic reps and it takes 2 months to get an appointment. Agent again reviewed that pt should work with the hcp if a 2nd set of equipment was prescribed to them - pt stated they think that is 'not legal'. The pt again repeated previous issues of 'equipment failures', reprogramming's with reps, and that it creates a suicidal situation. Pt repeated that she is not happy that she does not have 24/7 support. The pt stated they have 'feet problems' and they are trying to get stronger and go to the gym. Pt explained that yesterday, they met with the medtronic rep. Pt stated the b setting was 'copied' and now all 3 groups are identical. Pt stated they have severe neuropathy on their left side. Pt stated that their left side thigh exploded in neuropathy. The pt mentioned that they have worked with other reps in the past as well. Pt stated they were told that they have 'maxed out the settings' on the implant. Pt stated that another rep had set up groups a and c but they were barely working. Pt stated they take sleeping pills and their sciatica is unbearable. The pt mentioned a piriformis surgery. Pt also stated that they used to get quarterly injections but, forgot about them once the ins was put in. Pt stated they have appointment on (B)(6) with (B)(6) for injections to try to get their muscles calmed down and is also continuing routine pain management. Agent reviewed ins battery expected longevity. No further actions are needed at this time.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial#(B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger is not working. Patient stated that the controller was not recognizing when the recharger was plugged in. Agent had the patient reset the controller and then attempt to recharge the implant. Patient noted that they usually have to plug the recharging cord 20 times to get the controller to recognize that the cord is plugged in. Pt had met with their manufacturer representative (rep), and they used their recharger which worked. The issue was not resolved through troubleshooting. Patient mentioned that they met with a rep in april of this year and the representative reduced the pulse rate. Pt stated that the high plus rate was causing organ problems and pain skyrocketed. Pt stated they have had 9 equipment failures. Pt stated on thanksgiving and mlk day they had issues were they were left without equipment for multiple days. Pt stated the implant felt like it was upside down. Pt stated the implant zapped them and hit their l3. Pt stated the pulse rate was affecting their lungs hips and diaphragm. Pt stated the issues were causing them suicidal thoughts and they needed to go anti-depressants. Agent sent an email requesting the management team to team to reach out to the patient. Additional information was received from a patient (pt). It was reported that they had 3.5 years of chronic problems with medtronic. Pt was told mdt would provide 24/7 support around the world. Pt was told the implant charge would last 10 years but pt charges every day. The external equipment failed 9 times in 2 years. Pt would use all their medicine for a month trying to survive holidays. Medtronic reps always reschedule appointments because they have other surgeries to go to and other patients' surgeries were more important. Pt said there is no excuse to bump pt's appointments when pt is in agony, life and death situation. The hospitals or healthcare provider (hcp) won't treat pt. The reps also set pt's numbers off the chart, pt was falling on the ground, their hips did not work and pt had problems with lungs and stomach and back. Pt thought the spinal cord was pinched until they finally figured out the reps changed the pulse from 170 to off the chart. Pt had the rep at first and the rep was amazing. Now pt has 3 reps who could not get it together. Pt said right now their equipment is not working right and a part was supposed to be ordered on friday and they never received it. Pt said hcp gave pt a loaner/donated equipment from other pts. Pt said they would be suicidal and not even alive right now. Pt cannot live without implant working and without medicine. Pt put their life in medtronic care and mdt is not taking it seriously. Pt is at the highest charging level and at their limits for sciatic problems. Pt wants to stop suffering and blowing through their medicine and wants to stop getting screwed and to speak up for other patients. Pt said medtronic never sent a survey or asked for a feedback. Pt has an appointment with the rep on friday morning. Reviewed medtronic role, reviewed to contact the rep through hcp, suggested to ask hcp where pt can call on the holidays and weekends. Offered to contact the field.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.